Manufacturer narrative:
A sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers of 6014582, 6067982, 6092544, and 6106971. Thirty tubes from each batch were evaluated for draw weights. There were no defects identified. The tubes were inspected for visual damage with no defects identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had vacuum issues or no vacuum in the tube. The gold ssts have also been noticed to be leaking at the needle in the hub. Out of 140 phlebotomists 10 responded and 3 of those reported insufficient vacuum pressure and the other 7 did not have any reported concerns. There was no injury or medical intervention reported.